Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "physician was using the oncontrol driver on the right l5. Upon retraction, there was a significant amount of resistance (physician described it as grip friction). Physician made efforts to adjust the angle of the needle that was attached to the driver. However, the needle was not showing signs of moving. As the physician gave more efforts to manipulate the needle out of the bone/patient, the needle broke off very close to the hub and still attached to the patient. Most of the needle length was submerged within the patient while a small piece was showing out of the patient. Physician placed a 13 gauge stylet in the lumen of the needle as a place holder and then tried to place an 8 gauge needle to go over the oncontrol needle to pull the piece out of the patient, but was unsuccessful. The needle was removed from the patient with additional surgery. The patient is stable and recovering."

Event description:
It was reported that: "physician was using the oncontrol driver on the right l5. Upon retraction there was a significant amount of resistance (physician described it as grip friction). Physician made efforts to adjust the angle of the needle that was attached to the driver. However, the needle was not showing signs of moving. As the physician gave more efforts to manipulate the needle out of the bone/patient, the needle broke off very close to the hub and still attached to the patient. Most of the needle length was submerged within the patient while a small piece was showing out of the patient. Physician placed a 13 gauge stylet in the lumen of the needle as a place holder and then tried to place an 8 gauge needle to go over the oncontrol needle to pull the piece out of the patient but was unsuccessful. The needle was removed from the patient with additional surgery. The patient is stable and recovering."

Manufacturer narrative:
(B)(4). The customer report of the oncontrol needle breaking off inside the patient was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information was received that this event occurred during a bone lesion biopsy procedure of l5 vertebrae. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.